Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. On occasions the customer could only access the pump futures by plugging the pump into a power source. Customer¿s blood glucose was 130 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had manual injections as back up if needed.